Manufacturer narrative:
The visual inspection showed that the head had a dent causing the push button to stick in. A further inspection showed that the push button had circular grinding marks on the inner side. This shows that it has been depressed during the treatment due to the dent. This causes unusual inner friction and therefore quick increase of temperature. Such a dent is usually the result of a drop, e.g. During the reprocessing process. During a short test run the heat up was reproducible. The handpiece was running out of specification needing a too high current. After disassembling of the handpiece it was found that the bearings have been worn out. This causes that they are running gritty which causes higher friction and therefore heat up of the head. The root cause for the condition of the ball bearings is the wear process due to normal use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
Approximately 1 to 2 months ago, patient was burned on cheek. About quarter in size. Office does not recall patient name to pull file, but they recall patient was male in 40's. Patient was given in office some type of over the counter numbing gel to apply to cheek. Supplied 'date of event' is best estimate as dental office can't supply more accurate.